Event description:
The caller reported a malfunction on the pump, identified by code malf 12. It is unknown whether there was any impact on the customer¿s blood glucose level as the caller declined to answer if it exceeded 500 mg/dl. Technical support assisted the caller in resetting the pump with provided information, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.